Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During impaction of the femoral implant the lateral femur fractured. Dr. (B)(6) put two screws in and re-burred the femur manually. He shifted the implant slightly medial and re-burred the peg holes. He was happy with the results. After the case he told me that the implant was probably too far lateral. The implant had been positioned as to track properly. The entire delay was about 20 minutes.

Manufacturer narrative:
An event regarding an intraoperative lateral femur fracture involving a mck femoral-rm-ll-sz 3 was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned for evaluation. -medical records received and evaluation: not performed as no medical records were made available. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During impaction of the femoral implant the lateral femur fractured. Dr. (B)(6) put two screws in and re-burred the femur manually. He shifted the implant slightly medial and re-burred the peg holes. He was happy with the results. After the case he told me that the implant was probably too far lateral. The implant had been positioned as to track properly. The entire delay was about 20 minutes.